Manufacturer narrative:
Concomitant medical products; 4068-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use a right ventricular (rv) lead warning triggered for low impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.